Event description:
It was reported by the patient that: post a coronary drug eluting stenting treatment procedure, restenosis, hypersensitivity and blood clots were experienced. Shortly after insertion of the stents, the patient "suffered restenosis of his coronary artery which closed up again requiring additional procedures, he began experiencing a severe and debilitating hypersensitivity/itching reaction to the stent, and he experienced blood clots". No additional information is available.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.